Manufacturer narrative:
Patient identifier was not provided. Patient weight was not provided. (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that the patient was infected with mycobacterium abscessus. The customer reported that the unit is still in use and is not tested for contamination. The customer informed the company that the cleaning and disinfection procedure outlined in the instructions for use (IFU) has been followed since 2015. The unit is reportedly still in use with the exhaust fan oriented away from the patient field. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a patient presented with a non-tuberculous mycobacterium (ntm) wound infection after undergoing a procedure on (B)(6) 2016 that involved the use of a heater-cooler system 3t. On march 14, 2017, livanova (B)(4) received a user medwatch report (mw5068181) related to this event.